Event description:
An extremely leaky valve lost maybe 500 cc's of blood through a component of the valve. According to the initial reporter, the pt did not require any additional procedures due to this occurrence.

Manufacturer narrative:
(B)(4) - valves leaks are not specifically labeled in the IFU. Event evaluation; still under investigation.